Event description:
It was reported that the patients ipg was inoperable. In turn, surgery was undertaken on (B)(6) 2023 where in the patients ipg was replaced and therapy was restored post-operatively.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient weight information. Further information was requested but not received.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received. The ipg was explanted and replaced due to ipg becoming inoperable. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.